Event description:
The customer reported the cannula was inserted on (B) (6) 2009 and removed on (B) (6) since the pilot balloon deflated and caused difficulties in ventilation. A non-routine replacement of the tube was required.